Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a system fault, 41,622 that occurred. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the cam flex sensor, printed wiring assembly board, and latch sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41622 and 41786 during testing. There was no patient involvement, no injury was reported.